Manufacturer narrative:
Evaluation summary: it was caused due to a malfunction of the parts in the processor. This device is not distributed in us so that unique identifier is blank. This device is not marketed in us, therefore 510k is not applicable. Model epk-i7010-us is available in the USA with a 510k number k182004. This report is being filed as part of the pentax backlog management plan.

Event description:
The display screen was no image at the beginning, but it could display the image normally after switching on and off several times. The processer can be used normally now. The time of event is unknown. There was no report of patient harm.